Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The hcp reported that the device was explanted - implanted date is unknown. The device was returned to the manufacturer for analysis. No reason was given for the explant. A follow-up report will be sent if additional information becomes available.